Event description:
The user facility reported a 45-year-old female who underwent cardiac surgery and had an intra-aortic balloon pump implanted was also implanted with an impella cp device for mechanical circulatory support. After the peel-away was removed and repo sheath was being advanced, cannula moved forward deep into the patient's left ventricle (lv). Despite repositioning and volume, there was continuous suction at all p-levels attempted. Due to very delayed acute myocardial infarction presentation and numerous resuscitations, they suspected a thrombus ingestion. Additionally, pulses in the left leg did not feel adequate. 5fr sheath was placed in left femoral artery and side port to side port hook up with 11fr iabp sheath. Pulses were present via doppler. The impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported low pump flow, limb ischemia and positioning issue has been completed since the original report was filed. No product was returned. As per clinical pump cannula moved deep into the lv during repositioning sheath exchange and patient experienced vt. There were continuous suction alarms and ventricle position alarms at all p-levels attempted. Pump flows were low at 0.7 l/min on p-2 and labs were hemolyzed. Also patient did not have sufficient pulses in left leg and side port to side port bypass done. Data logs were reviewed and there were suction alarms followed by low flows during entire case with placement signal trending down. Improper positioning of pump was seen with several ventricle position alarms. The cause of the low pump flow issue was most likely patient condition related with suction alarm observed with low flows and down trending placement signal per log and clinical review. The cause of the limb ischemia issue was most likely patient condition related per clinical review.